Event description:
The customer reported getting an error code, unit has charge shock run time failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported getting an error code, unit has charge shock run time failure. No pt involvement was reported. The device was evaluated at philips. The symptom could not be duplicated; however, the event summary showed errors supporting a charge shock malfunction occurred. The therapy pca was replaced due to these errors. The device was returned to the customer after passing all testing.